Manufacturer narrative:
Patient death is reported under related manufacturer report number 2916596-2022-00414 section b2: correction. Hospitalization, life-threatening, and required intervention to prevent permanent impairment/damage (devices) section b5: updated event description. Section h1: correction. Serious injury. Section h6: corrected codes. Manufacturer's investigation conclusion: the report of clots within the outflow graft as well as a suspected thrombus within the pump could not be confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). A direct correlation between (B)(6) and the reported events could not be conclusively established. Additionally, a direct correlation between the suspected thrombus and the reported events could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 11.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 6¿ of the sealed outflow graft was returned detached from the pump cover outlet port with the bend relief disengaged from the graft attachment. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device revealed low flow events consistent with the patient¿s pump exchange surgery. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: the evaluation of heartmate 3 lvas, serial number (B)(6) revealed that the sealed outflow graft bend relief was disconnected from the graft attachment. The outflow graft bend relief disconnection appeared to be present while the device was implanted; however, a specific cause for the disconnection and a duration of time for which it was disconnected could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jun2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU, under "preparing the sealed outflow graft", contains information on how to prepare the sealed outflow graft for implant. Section 5, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-00414. It was reported that the patient had slight slurred speech on (B)(6) 2021. The patient underwent a head computed tomography(CT). This indicated a basilar artery embolic stroke. A thrombectomy was performed. The patient underwent serial head cts every 12 hours to monitor. An echocardiogram was done and showed a clot in the right atrial appendage and right ventricle. Suspecting an outflow graft clot as well. The pump parameters were as expected. There was a suspected underlying coagulopathy. There were no previous history of stroke. The patient was taken back to the operating room to evacuate clots in the right atrium and right ventricle. The patient underwent a pump exchange on (B)(6) 2021 since a clot in the pump could not be ruled out. There was a clot visible in the outflow graft. After the exchange, on (B)(6) 2021, the patient passed away due to removal of support (MFR# 2916596-2022-00414). The patient had a preexisting medical familial condition (i.e. Clotting disorder).

Event description:
The patient passed away due to removal of support. The patient had a pre-existing medical familial condition i.e. Clotting disorder. The center is investigating the event. The patient's outcome was not thought to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had slight slurred speech on (B)(6) 2021. The patient underwent a head computed tomography(CT). This indicated a basilar artery embolic stroke. A thrombectomy was performed. The patient underwent serial head cts every 12 hours to monitor. An echocardiogram was done and showed a clot in the right atrial appendage and right ventricle. Suspecting an outflow graft clot as well. The pump parameters were as expected. There was a suspected underlying coagulopathy. There were no previous history of stroke. The patient was taken back to the operating room to evacuate clots in the right atrium and right ventricle. The patient underwent a pump exchange since a clot in the pump could not be ruled out. There was a clot visible in the outflow graft.